Manufacturer narrative:
The insulin pump was received with a blank flashing white lcd display anomaly due to a cracked on lcd controller (pcb1). They were unable to verify the constant tone due to the blank flashing white display. They were unable to perform the displacement, rewind, seating, and basic occlusion tests due to the flashing white lcd display. The pump was received with a cracked reservoir tube lip and a scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank and white screen on the insulin pump that flashes all the time. Customer stated that it is impossible to stop it. Customer stated that it switches on and off all the time with an audio alarm (no text).